Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right atrial (ra) lead exhibited high capture threshold from 0.4v to 3.4v. The lead did not dislodged, there was no evidence of loss of capture and no inhibition or any patient symptoms were observed. The physician successfully repositioned this lead. No additional adverse patient effects were reported. This device remains in-service.